Event description:
Baxter reports a uv transfer set spike broke off from the set during use of a uv-flash device. Reportedly, the patient forgot to remove the cap from the solution bag being connected and the uv flash machine alarmed. However, the patient ignored the alarm and closed the machine with force. The connection could not be made and the spike broke. The machine was then blocked and the patient contacted baxter technical service center. The patient then went to the dialysis center and a transfer set change was performed the same day. The uv flash machine was not damaged and could be used after patient injury or medical intervention was associated with this incident.